Event description:
It was reported to boston scientific corporation that an rx cytology brush was prepared for a procedure performed on (B)(6), 2010. According to the complainant, during unpacking, the exposed wire section of the distal end of the brush was bent. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned device found that the brush was partially extended and bent. The outer extrusion of the working length was bent. Based on the reported event and the product evaluation, the most probable root cause for this complaint is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A lot history search was performed and found no other complaints against the reported lot number.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an rx cytology brush was prepared for a procedure performed on (B)(6), 2010. According to the complainant, during unpacking, the exposed wire section of the distal end of the brush was bent. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.